Event description:
During the procedure the gdc-10 guglielmi detachable coil prematurely detached. First, the physician attempted to deploy this product for the lesion (an). They then succeeded in deploying it into the lesion. But this product was small (undersize), thus it was removed from the pt. They then deployed another coil (gdc-10 guglielmi detachable coil 8-mmx30-cm) with success. Next, they attempted to deploy this product into the lesion again. When approx 20-cm of this product was deployed into the lesion, premature detachment occurred without any restriction. According to the physician, there was no restriction on both deploying this product. The pt's condition was not affected by this event.